Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that pt's post-operative CT scan revealed disassociation between the base plate and the glenosphere.